Event description:
It was reported that patient experienced chronic penile pain. Inflatable penile prosthesis (ipp) device was removed. No new device was implanted. No adverse patient effects. Additional information was requested, however, no further information was available.

Manufacturer narrative:
Device analysis: pain was reported. The ams700 device was visually inspected and functionally tested. There was a leak in the reservoir adapter due to sharp instrument damage consistent with explant damage. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. The damage due to explant is not considered a probable cause for this event because it is a secondary failure. The other cylinder and pump performed within specifications. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump failures could affect product performance, but are not a probable cause for the reported allegation of pain. The allegation of pain cannot be confirmed. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that patient experienced chronic penile pain. Inflatable penile prosthesis (ipp) device was removed. No new device was implanted. No adverse patient effects. Additional information was requested, however, no further information was available.